Event description:
It was reported that it was suspected that a patient had a stroke and was going to have an MRI to confirm. It was unknown if the stimulation was related to the event. It was noted that the clinicians suspected a "medullary infarct". Additional information received reported that the MRI was not conducted. It was stated that there was "no device interaction necessary". It was noted that there was no other information available. Refer to manufacturer report #3004209178-2013-14519. The patient has two implanted systems.

Manufacturer narrative:
Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostim ulator. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v045101, implanted: (B)(6) 2008, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).